Event description:
Anti-siphon valve on lipids was found to be leaking around 4am after giving morphine infusion via med line. Lipids removed and flush placed on anti-siphon and liquid shot out when it was flushed. Entire tpn/il set up had to be changed due to leak.